Manufacturer narrative:
Pending investigation. Concomitant medical products: 02-010-01-0310 - logic femoral ps cem right sz 1, 4046922; 02-012-45-1010 - lgc tibial fit tray cem sz 1f / 1t, 4059402; 200-02-32 - three peg patella 32mm, 4021542; a10012 - gps implant kit v2, 06038015015h7. Recall number: z-0021-2022.

Event description:
As reported, the patient had an initial right tka on (B)(6) 2016. Beginning about one year post-op the patient began to experience numbness in her right knee. In (B)(6) of 2018 she began experiencing dull pain, swelling, locking/catching, and stiffness. Attempts to treat her symptoms with heat/ice, elevation, and nsaids were ineffective. The implanting surgeon suspected femoral loosening due to early polythylene wear. The patient was revised on (B)(6) 2019. Upon explantation of the devices, the surgeon observed significant granulation tissue due to polyethylene wear, and noted "excessive wear in the medial and lateral components when compared to normal wear." The femoral component was "completely loose" and was removed without effort. Upon information and belief, the polyethylene insert was defective, leading to early aseptic loosening.

Manufacturer narrative:
H3: based on review of all available information, there is no evidence to suggest that the reported event is related to any design issues. The cause of the subsequent revision cannot be conclusively determined; however, it may have been the result of malalignment between the femoral and tibial components, third body wear, patient-related conditions, or any combination of these possibilities, which led to prosthesis wear.

Manufacturer narrative:
H11. Correction - it has been determined by engineering that this is a duplicate of case, as verified by sn (B)(6), cat # 02-012-44-1009. This case will be closed, and all new information will be reported in MFR# 1038671-2019-00442.